Manufacturer narrative:
Reported event: an event regarding disassociation & dislocation involving a unknown head was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis not be performed as the device is not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records could not be performed as lot information was not provided. Complaint history review: a complaint history review could not be performed as lot code information was unknown.  Conclusions: it was reported that 29 year old male patient is dislocating anteriorly and it appears that the femoral head has come off the trunnion and surgeon suggested that the head is disengaged but the liner had not. The event could not be confirmed nor the exact cause of the event could be determined because insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The surgeon reported that the 29 year old male patient is dislocating anteriorly and it appears that the femoral head has come off the trunnion. The device was implanted 6 weeks previously as a mako case. Update: "he had a left mako on (B)(6) and it seems that he dislocated it within a few days of going home. He then mobilised on it for 5 weeks. Once I knew about it, he had a check xray and that suggested that the head had disengaged but the liner had not. It may be that the head disengaged while the hip was out."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the (B)(6)year old male patient is dislocating anteriorly and it appears that the femoral head has come off the trunnion. The device was implanted 6 weeks previously as a mako case.